Event description:
It was reported that a malfunction occurred with the pump, indicated by the display of malfunction code 12. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump, after which the malfunction did not recur. The customer was advised they could continue using the pump and to contact support again if the issue reappears.